Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the needle holder broke in the patient's abdomen. Despite x-ray checks the small metal part could not be located.